Event description:
It was reported the patient had acute oligo-anuric acute kidney failure on chronic kidney disease in the setting of cardiogenic shock and recent cardiac surgery. This surgery was done on (B)(6) 2020 nd was followed by hypotension. Patient had a creatinine of greater than two in (B)(6) 2020. Patient was on dialysis until (B)(6) 2020 nd nephrology determined on (B)(6) 2020 hat there would be no further need for dialysis. Dialysis catheter was removed. Patient had normal sinus rhythm on (B)(6) 2020. Patient was discharged to home on (B)(6) 2020 ith follow up in 1 month.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2020. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and hypovolemia as a potential late postimplant complication. The IFU also states that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with acute tubular necrosis and renal replacement treatment was started on (B)(6) 2020. Patient underwent dialysis. Patient has a history of paroxysmal atrial fibrillation and on home with tikosen. Patient started on amiodarone and patient converted on (B)(6) 2020 and currently in and out of atrial fibrillation.